Event description:
Event description cpi received information that during a routine follow up appointment, this implantable cardioverter defibrillator (ICD) displayed a warning indicating a possible device malfunction had occurred. The device could not be interrogated further and was explanted.